Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt developed exanthem. The 13.4mm target lesion was located in the left anterior descending coronary artery and 1st diagonal artery. The reference vessel diameter was 2.1mm. The lesion was predilated and the 2.50x12mm taxus express2 stent was successfully implanted. Post dilation was performed. Three days after the index procedure, the pt was diagnosed with exanthem. The anti platelet was changed from panaldine to plavix. The pt was discharged from the hosp three days after the index procedure without further reported complication on bayasprin and plavix. The exanthem was reported to be resolved 23 days post index procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.